Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 1.3 x 10 mm lacrosse laoh, 2.0 x 10 mm bp22, 2.5 x 15 mm tazuna, 2.75 x 8 mm voyager nc; guide wire: runthrough; guide cath: 7fr mach 1 cls 3.5; stent: 2.5 x 15 mm xience v ((B)(4)). The 2.5 x 15 mm xience v ((B)(4)) is being filed under a separate MFR number. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement. Additional non-surgical treatment was used to deploy the dislodged stent in the short of the lesion. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during a procedure of a mildly tortuous, heavily calcified, 90% stenosed left circumflex artery, after predilatation with a 2.0 x 10 mm non-abbott balloon the 2.5 x 18mm xience v was advanced but failed to cross the lesion. Additional inflation was applied with a 2.5 x 15 mm non-abbott balloon and a second attempt to cross the lesion with the xience v was unsuccessful; however, it was noted that the stent implant had dislodged in the coronary. The stent could not be retrieved using a snare device and it was implanted in the short of the lesion using a stent balloon. Further dilatation of the vessel was performed using a 2.75 x 8 mm voyager nc. A 2.5 x 15 mm xience v was advanced; however, the stent implant became dislodged and was then implanted on the first dislodged stent. There was no reported patient sequela. No additional information was provided. Additional information received stated that both stents dislodged in the area from left main trunk (lmt) to the circumflex (cx) and the second stent is overlapping the first. The procedure was completed with no treatment in the target lesion and the patient had a previous coronary bypass procedure in left anterior descending (lad) so they are currently just being monitoring.